Event description:
It was reported that the patient was implanted on september 6th and everything went well. The patient seemed very happy with the results he was getting. The hcp usually kept patients on a 24 hour hold at the hospital after implant, however the patient was kept past that time frame because he was having issues urinating. It was reported that the patient passed away in the hospital at 4 am on september 8th. The hcp classified the death as due to "respiratory distress" and it was reported that the death was not due to a medtronic device.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 355531, lot# n347197, implanted: 2012 (B)(6), product type screening, device product ID 3550-39, lot# n344816, implanted: 2012 (B)(6), product type accessory. (B)(4).